Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v111090, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v111090, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-45, lot# v111090, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v111090, implanted: (B)(6) 2008, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information was received from a health care provider and the patient that reported that the spinal cord stimulation was not helping pain in the back since 2012, the implantable neurostimulator was no longer working, and the patient no longer uses the therapy. The patient had not been charging their implantable neurostimulator. Information previously reported was repeated. The patient said that her back was "butchered" during implant and that there was an 8-12 inch incision. The patient was still looking to have her implant removed, and was getting a MRI.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had pain and had been taking steroid injections since 2013. The patient had a second injection (B)(6) 2014. It helped with her pain. The patient also used muscle relaxers. The patient also noted her implant left her with a huge 8-10 inch scar. When her new/second physician saw the scar, he thought it was from spinal surgery. The patient was trying to find a new physician to revise the broken leads, which started 2 years ago. The patient was told by a company representative that the electrodes were broken and they were not getting the right signals. However, the patient was told by the physician that this was wrong. The patient saw a new physician and a new company representative and was again told that the leads were broken. She was told that she was barely getting stimulation to the right places and would need a revision. The 2 physicians consulted and now the original physician refused to do a revision. The second physician told her to return to the first. When the patient charged, she stated it would take up to 8 hours because it kept going on and off. She would sometimes see a "call your doctor" icon but didn't know what the code was. Physician listings were requested and sent. If additional information is provided, a follow up report will be sent.

Event description:
It was reported that the patient¿s device had high impedances indicating a lead fracture. High impedances (>10,000 ohms) were noted on all electrodes. The patient had less than 50% therapy relief. Electrodes were reprogrammed which provided adequate stimulation. The physician was unable to determine the location of the fracture. It was hypothesized that it was at the pocket. The patient had lost a considerable amount of weight and the generator was quite loose in the pocket. The physician was considering a lead replacement at this time. It was further reported that all electrodes on all three leads demonstrated out of range impedances greater than 10,000 ohms. The patient continued to utilize her stimulator with adequate stimulation and pain relief. However, due to the high impedance she had to recharge her system every other day. If additional information is presented a follow up report will be sent.

Event description:
It was further stated that the patient had a loss of therapeutic effect. The patient had breakthrough pain; her pain had worsened over the last year. The patient had 3 shots to her spine over the last 2-2.5 years. As of (B)(6) 2014, the patient was still trying to find a physician to revise the leads.